Event description:
Information received by medtronic indicated that customer reported insulin flow block alarm and experienced hyperglycemia with bg value of 25mmol/l. Troubleshooting was performed. Advised to insert new reservoir and run fill tubing to 5unit.  The customer reported that insulin does not exit the tubing with fill tubing and advised to rewind the pump. No further details were provided. It was unknown whether the customer will continue to use the device. The reservoir will not be returned for the product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.